Event description:
Interlink extension set connected to swanganz catheter for purpose of infusing a dopamine drip. Infusion was noted leaking at connection site by r.n. Swanganz line clamped off-extension set removed for visual inspection. Center of luerlock connector noted to be broken off internally was noted trapped in lumen of swanganz catheter. Unable to physically remove for infusion. Catheter port was remained clamped off and a new infusion set-up started at additional lumen. Patient's blood pressure dropped during time infusion off-but was restoreddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.